Event description:
The report from the affiliate indicated that during a percutaneous coronary intervention (pci) procedure, the physician noted that after opening the package of the cypher 3.0 x 18 mm stent, the proximal stent strut was flared. The product was not clinically used in the pt. Another cypher stent (size unk) was used to complete the procedure successfully. There was no reported pt injury. No add'l info is available.

Manufacturer narrative:
Please note that device (cjs18300, lot# i0806134) is distributed outside the united states, however, it is similar to the united states product cxs18300. The product was returned for eval and testing; however, the engineering eval is not complete. Add'l info will be submitted within 30 days upon receipt.